Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. The user reported that his dario meter had a difference of over 100 mg/dl while comparing to another blood glucose meter. He consulted with his doctor in order to check the high readings. The doctor confirmed that the blood glucose readings were off. The user stated that the strips may have been expired and asked to be called later. For this reason, 'type of reportable event' was chosen to be 'malfunction', although not confirmed. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available.